Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unk. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results were obtained in five pts. The results were reported to the physician who questioned the results. The samples were retested on an alternate methodology and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is unk.